Manufacturer narrative:
(B)(4). Batch # m5524d. Additional information provided: the surgeon has had three post-operative leaks (B)(4). On the third case the surgeon saved the device. The surgeon uses a covidien purse string device. The extraneous tissue is trimmed appropriately. The surgeon closes down to a low ¿b¿ setting. The surgeon does not re-tighten after waiting the fifteen seconds. When closing the enterotomy the surgeon uses a tx device. The anastomosis looked good in the initial procedures. No leak test is done because it is a right colon. The sale representative was in the third case and the surgeon followed the appropriate steps for use. The surgeon has been doing this procedure this way for five years. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a resection distal transverse colon procedure, the distal transverse colon was resected to remove tumor. The device was utilized to create anastomosis. Upon visual inspection anastomosis appeared intact and functional. The patient returned to operating room on (B)(6) with anastomotic leak. Anastomosis was repaired with hand stitch and diverting loop ileostomy created. At time of procedure the device appeared to function correctly. No additional procedural steps were required at time of procedure. The patient readmitted to address anastomotic leak.